Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was having difficulty charging her ipg. The bsn field clinical engineer (fce) met with the patient and noted the ipg was slightly tilted and very low in the buttocks region. The fce was able to charge the ipg when the charger was properly aligned. The physician revised the patient's pocket and elected to replace the ipg. The patient was reportedly doing well following the procedure.